Manufacturer narrative:
Clinical evaluation: at the completion of the clinical evaluation for, based on medical information available for review, clinical was able to find substantial evidence to support the reported endoleak type ia and sac growth. Additionally there was evidence to reasonably support the following observations; endoleak type iiib and dilation of the main body stent. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The likely cause of the compromised stent graft integrity was related to the main body stent dilated 20% at 23 months post implant. No intraoperative imaging was provided and therefore unable to determine if any balloon dilation occurred. There were no known user or procedure-related issues determined. Additionally, no off label or cautionary product use conditions contributed to the event. Associated clinical harms for this device failure included: type iiib endoleak. The most likely cause of the loss of seal was related to the short neck length of 1.2cm (off label) and conical shape. There were no procedure or user related issues and no cautionary product use conditions that contributed to the event. Associated clinical harms for this device failure included: type ia endoleak and sac growth. And, the final patient disposition was reported to be unknown. No secondary procedure or additional negative sequelae were reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent. A follow up computed tomography (CT) showed the patient had aneurysm sac growth and a type 1a endoleak. There have been no reports of the patient having a secondary endovascular procedure. Patient condition has not been reported to endologix and is unknown. There have been no additional adverse events reported for this patient.